Event description:
It was reported that the patient presented in clinic for a routine check. The pacemaker exhibited backup vvi operation during an unsuccessful cybersecurity firmware upgrade. Pocket stimulation was noted. The device was restored after several unsuccessful attempts. The patient was stable and will continue to be monitored.